Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
During the procedure, it was noticed that the tilt angle of the transducer could not be held and returned to 0 degrees. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see section d10); provide the date new information was received (see section g4); provide the type of report (see section g7); provide the type of reportable event (see section h1); provide the type of follow-up (see section h2); update the device evaluated by manufacturer (see section h3); provide the device manufacture date (see section h4); update the event problem and evaluation codes (see section h6); and provide the device evaluation results. The device referenced in this report was returned to siemens for evaluation. Visual inspection showed no physical damage at the articulation sleeve and there was no problem identified when the articulation sleeve was bent. A factory leakage test passed at full level but the transducer failed the interconnectivity test. A system test was conducted and no system error was able to be reproduced; however, engineering found mbusdt51+/- ~ gnd open at cable area which could affect image quality. The root cause of the reported event is possibly due to the raw cable kink and worn coax sheath because of manufacturing process variance and/or insufficient cable mechanical assembly. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference complaint # (B)(4).

Event description:
Additional information was received and it was reported that in the middle of a thoracotomy procedure, the user noticed that the behavior of the transducer tilt angle would not hold in place and that it had returned to zero degrees. It was reported that no new equipment was required to complete the procedure. There was no loss of data and there was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of the event (see section b3), provide additional event information (see section b5), update the initial reporter information (see sections e1,e2,e3), provide additional report source (see section g3), update device evaluated by manufacturer (see section h3), and correct/provide the device code (see section h6). This report is being submitted retrospectively per FDA request.